Manufacturer narrative:
The pod was received undeployed and the data shows the device completed both the first and second priming sequences. The needle mechanism was observed to have fired into the needle cap and when the needle cap was removed, the needle mechanism deployed and the slide retract fully retracted. It is unknown at what point the needle mechanism fired. No damages or defects were found that would result in the needle firing early. The cause of the needle mechanism failure cannot be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone16.1 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.